Event description:
Pt was being ventilated in v mode. Pt being suctioned when machine shut down. Pt unharmed. Staff resent and provided manual respirations along with spontaneous respirations. Service rep reported that insulation from cabinet had became dislodged and blocked. Fan causing cooling overheating.